Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's defibrillation lead had a fracture. The lead was removed and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that the patient's defibrillation lead had a fracture. The lead was removed and replaced. There were no patient complications reported as a result of this event. Further information revealed that the patient presented at the emergency room after receiving multiple inappropriate shocks.